Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon performed a cochlear implant procedure. The first box of otomimix hardened too fast to be used. The second box of otomimix was mixed and placed in the ear but did not set. The mixture was scooped out of the patient's ear. No adverse outcome for the patient was reported. The procedure was completed using a different brand of cement. Additional details have been requested, however no response has been received.